Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the pump was functioning fine. Per the reporter, the pump was not the problem it was the patient¿s anxiety during their travel. No action was taken to resolve the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider regarding a patient receiving unknown baclofen and morphine via an implantable pump for intractable spasticity. It was reported that the patient stated 'I'm on vacation in florida from kansas and no one here can read the pump. It's under dosing me big time. I got dystonia really bad. If I go to the ER they just want to give me morphine and valium, or something, but that only lasts a little while.' The patient stated they are in total spasm on my whole left side. The patient stated event date has been 'for about a week now.' The patient stated they have been to the emergency room once already and that's all they can do so they were not going there again. They asked for someone that can read the pump and they just didn't have no one there.' The patient stated they have not contacted their managing physician in kansas yet. The patient stated they have baclofen and 'a little bit of morphine' in the pump. The manufacturer's patient services specialist (pss) reviewed the manufactur ER representative role and redirected the patient to their healthcare provider. Additional information was received from a healthcare provider (hcp). It was reported that the patient arrived in the hospital and said pump was not delivering the correct amount of m edication. The hcp stated that the patient's last refill was (B)(6) 2024 and they get it filled every 7 months and nothing has changed. The hcp had no further information so the manufacturer's technical services specialist (tss) was going to transfer the hcp to the national answering service to page out local rep when the call got disconnected. The patient called in a few days later and stated that they had dystonia really bad and spasms that were not improving with the oral pain and baclofen they had been using. The patient stated an hcp tried paging a rep but was told the rep would only come out for a pump if it was actively beeping. The patient stated they cannot hear their pump alarm. Tss reviewed the manufacturer's role vs hcp role and redirected the patient to their hcp. The patient stated they have called their managing hcp 4 or 5 times and have not heard back yet.